Event description:
The pt reported that she changed her insulin cartridge at 6:30 pm and her blood glucose was 159 mg/dl. She stated that her blood glucose went up to 425 mg/dl. The pt reported that her normal blood glucose values are around 100 mg/dl. She reported feeling nauseous and aggravated. The pt indicated that she had forgot to prime her infusion set tubing and therefore had not rec'd insulin for 3 hrs. She attempted to bolus, but was not successful. She disconnected from her infusion site and attempted to bolus, but was not successful. The pt then changed the infusion set and primed the tubing. She was then able to successfully administer a bolus. The pt reported that on 6/27/06 at 12:30am, her blood glucose values were returning to normal and she was feeling better. No medical intervention required. No product is being returned.

Manufacturer narrative:
H6: codes: product not returned for eval.